Event description:
A (B) (6) female with surgical trauma was implanted with an acticon device on (B) (6) 2005. On (B) (6) 2008, the entire device was removed and replaced due to erosion. A request for the device has been sent, and the device has not been returned for analysis. No further info has been provided.

Manufacturer narrative:
Additional catalog #s: 72402106, 72402287. (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.